Event description:
It was reported that during cleaning at the user facility the coating on the inside of the bpm sterilization case was peeling and flaking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure could not be confirmed as the device was not available for evaluation. Device not returned to manufacturer for investigation.